Manufacturer narrative:
(B)(4): the customer reported getting an error 1 when charging. The unit was evaluated by a philips field svc engineer. Multiple parts were replaced to resolve the issue. We cannot determine the cause since multiple parts were replaced.

Event description:
The customer reported getting an error 1 when charging.